Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device stuck on black screen and making beeping sound. A field service engineer (fse) isolated and verified that the rear controller for the main half-height sub drawer 5.1 was out of tolerance. The rear controller board was replaced, restoring responsiveness. The medstation became fully operational with all drawers functioning properly. Customer confirmed power restoration. All cables were checked and found in good condition. Backup battery was replaced, net plugs and rear bumper kit installed, and all light emitting diodes verified as functional. Fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen turned black, began beeping continuously and became unresponsive. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.